Manufacturer narrative:
This product is not marketed in the us. Similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2 mm vicmo13.2, -6.0 diopter, implantable collamer lens in the patient's right eye (od). The lens torn during loading, before injection. There was no patient contact.